Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention to prevent permanent impairment. Device issue: balloon rupture. It was reported that pre-dilatation was done with another company's 2.0 x 10 mm balloon at 12 atm, three times and then the pixel 2.25 x 8 mm was attempted to cross the lesion, but it was unable to cross. Another company's guide wire was used for a two-wire technique, but the pixel was still unable to cross. Pre-dilatation was done with another company's balloon at 12 atm twice, and then the pixel was able to cross the lesion. The pinhole rupture was noted when the pixel was inflated at the first inflation of 12 atm. A dissection was noted at the proximal rca, so another company's 2.5 x 12 mm stent was implanted in the proximal rca and the procedure was completed after intravascular ultra sound was performed. No additional event or patient information is available.

Manufacturer narrative:
Quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and fluid visible in the inflation lumen and in the balloon. The stent implant was not returned. The balloon had loose folds. There were three kinks in the hypotube located at the distal end of the strain relief tubing and 53 and 55 cm distal to the strain relief tubing. The outer jacket was torn at the kink located 55 cm distal to the strain relief tubing. During the visual investigation, the hypotube separated. There were no kinks noted to the inner member. The used syringe was returned. There was no other damage noted to the sds. A new indeflator was used and an attempt was made to pressurize the balloon when fluid leaked from a pinhole in the proximal taper of the balloon. There was a longitudinal scratch along side of the pinhole for a length of 1 mm. Product performance engineering reviewed the incident information and analysis of the returned 2.25 x 8 rx pixel sds. It was reported that due to resistance, it took several attempts to cross the lesion. Then upon inflation of the balloon, a pinhole rupture occurred and a dissection was observed. Dissection, as listed in the instructions for use, is a known adverse event associated with coronary stenting. Analysis of the sds noted blood and fluid visible in the inflation lumen and in the loosely folded balloon. This is consistent with the reported information that the device was prepared for use and inserted into the body. A pinhole in the balloon was confirmed. The pinhole appears to have been initiated from the outside of the balloon, with a scratch observed in the vicinity. The material was likely weakened by the scratch, leading to the failure under pressurization. Damage of this type can result from an interaction with patient anatomy and/or interaction with accessories (rhv, guiding catheter). In this case, the information received with the complaint, the resistance met during cross of the lesion and the balloon pinhole appear to be related to the mildly tortuous anatomy and moderately calcified lesion. There are no indications of a product quality issue. The hypotube outer jacket was torn and three kinks were noted in the hypotube, which were not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported resistance and balloon rupture. A review of the finished device lot history record did not reveal any non-conformities. This MDR is considered closed by the product performance group.